Manufacturer narrative:
Date sent to the FDA: 05/31/2017. (B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch kpz188, expiration date: 11/30/2018. Date of mfg.: 12/13/2016. Batch kpz454, expiration date: 11/30/2018. Date of mfg.: 12/19/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: what was the name of the procedure? Abdominal fascia wound closing. Did the suture break during the procedure? No, some days post op. What tissue was the suture used on? Abdominal fascia. How was the suture placed (interrupted or continuous)? Continuous. Can you explain what is meant by ¿burst abdomen¿? Its an abdominal wound dehiscence. What medical intervention was performed for the ¿burst abdomen¿? Re-op, new wound closure. Were the knots intact and the suture found broken post-op? Suture broken after some days.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent fascia closure on an unknown date and suture was used. Within two weeks, the patient had a burst abdomen and thread has been torn post-op. Additional information has been requested.

Manufacturer narrative:
Representative samples were returned for evaluation according to the samples condition, no defects or breakage suture was observed and the representative samples met the fg requirements.